Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced low blood glucose of 69mg/dl, and the mother requested assistance with clearing the low reservoir alarm. Hours later, the mother called back and state that the customer had high blood glucose of 406mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.